Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that there was foreign material residue inside the sterile package.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: black foreign body in a package. The probable root cause could be packaging or manufacturing issue. Gtin:(B)(4).

Event description:
It was reported that there was foreign material residue inside the sterile package.